Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 20-mar-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product. The plunger rod was found partially advanced with the lens observed to be stuck in the cartridge. Viscoelastic residue was not observed to be distributed evenly throughout the cartridge indicating an inadequate amount of ophthalmic viscoelastic device (ovd) may have been used which could contribute to the complaint issue. The cartridge tip was observed to be damaged. The lens module and device assembly were inspected, revealing no issues. The plunger rod and plunger rod advancement were inspected, and no issues were identified. The lens could not be removed for evaluation. No further evaluation was performed. The complaint issue "stuck in cartridge" was identified during product evaluation. Based on the complaint investigation results, an internal action was initiated to further investigate the high incidence of similar complaints. Johnson & johnson surgical vision will continue to monitor these types of complaints. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was not implanted. Through follow-up, we learned that after opening the sterile lens and preparing it, the injection mechanism jammed resulting in damage to the iol, which was therefore unusable. No additional information was received.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.